Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance

Event description:
The user facility reported the patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and the decision was made to escalate to an impella 5.5 device. However, impella 5.5 device delivery via right axillary insertion was aborted after discovery of an aneurysm in the subclavian artery. Upon discovery of a right brachiocephalic artery and junction dissection, the pump was removed. It was noted that despite being inserted, the pump was never turned on. The patient was transported back to the unit on impella cp support.

Manufacturer narrative:
The investigation has been completed. As per the clinical information provided, amidst the delivery of the pump, it was found that the patient had separation in the layers of the arterial wall and a right brachiocephalic artery dissection. The patient had coronary angioplasty done along with stent placement. The delivery was successful but the reason for the dissection is unknown. The root cause of the vascular damage - great vessel issue was not determined since the product was not returned and clinical information provided was not sufficient. As per the clinical information provided, the patient was discovered to have aneurysm in the subclavian artery. The patient had coronary angioplasty. Therefore, as per the clinical information provided, the root cause of the vascular damage - peripheral vessel issue was most likely patient condition related to diseased vessels. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26062 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 code 4614 was reported incorrectly on the initial manufacturer device report number 1220648-2025-26062.